Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent dislodgement resulting in permanent damage. Device issue: stent dislodgement. It was reported that a mini vision was placed proximally in a heavily calcified circumflex. An attempt was made to cross a xience stent through the mini vision, however, it would not cross. The device was removed and it was noticed that the stent remained in the aorta. An attempt to snare it was made, but the stent was lost. It was confirmed that the stent did not remain in the aorta, brain or legs. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering determined that the inability to cross a lesion can be affected by numerous factors. The instructions for use (IFU) states: "place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. "Causes for dislodgement may include improper crimping, incorrect sheath size, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling the stent during prep, or interaction with the lesion, accessory devices and/or previously implanted stents. It is likely that the attempt to cross a previously implanted stent contributed to the stent dislodgement.